Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The actual sample involved in the event was not available for evaluation. Hence, without the actual sample further evaluation was not possible and the exact cause of the event could not be determined. Based on the reported event description, the event was caused by a use error. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): I tried to load a syringe of noradrenaline into a bbraun perfusor space infusion pump. The pump did not recognise the syringe despite several attempts to load the syringe. Sometimes the pump gave the message 'attention, check wing detector'. I then tried to turn the pump off, with the intention of turning it back on again to reboot it. When I turned the pump off, the drive arm moved towards the noradrenaline syringe plunger. It stopped when it reached the plunger, but then started moving again, and injected several ml of noradrenaline into the patient. The systolic bp rose from 110 mmhg to 260mmhg. It was brought back down within a few seconds by boluses of gtn (0.2m1 x 2). Surgery continued, and the patient was transferred to ICU routinely without further incidents.